Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr). During a mitraclip procedure, an xtw was caught in the chordae during a second grasping attempt. The chordae were caught on one of the grippers or gripper line of the clip. After approximately an hour, the clip was able to be freed. The grippers had stopped working, and the xtw was replaced. The mr was reduced to grade 1. There were no reported adverse patient effects. There was a delay of one hour to free the clip from the anatomy, but it was not reported to be clinically significant. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment. Additionally, a gripper line break was observed on the no tactile marker side. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy), associated with the clip getting caught on the leaflet, was due to procedural circumstances during grasping attempts in conjunction with challenging anatomy. The reported difficult to open or close (gripper actuation - single) was due to the observed gripper line break. The observed gripper line break appears to be related to the troubleshooting maneuvers to free the gripper from the leaflet. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), thin leaflets, eccentric jet, flail leaflet of posterior mitral leaflet (pml) in p1-segment, and left atrium (la) dilatation. During a mitraclip procedure, an xtw was caught on the leaflet during a 2nd grasping attempt. The leaflet was caught on one of the grippers or the gripper line of the clip. After approximately an hour of troubleshooting, the clip was able to be freed. The gripper that was difficult to remove had stopped working, and could not be lowered or raised. The xtw was replaced. The mr was reduced to grade 1. There were no reported adverse patient effects. There was a delay of one hour to free the clip from the anatomy, but it was not reported to be clinically significant. The patient was stable through out the entire procedure. No additional information was provided.